Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, high pacing lead impedance was observed. Pacing and sensing showed normal. Physician elected to continue to monitor the lead and the patient closely. Patient left the clinic in stable condition.

Event description:
New info received: atrial lead impedance continues to rise over the last 3 months. Pacing and sensing was found to be normal. It was suggested that impedance was found to be within the physiologic range of impedance measurements for the lead hence patient will continue to be monitored.